Event description:
During the procedure, the catheter was being pulled out of the abdomen. It sheared and broke into two pieces while pulling back through the endoscope. The catheter was retrieved with forceps. The patient had no other complications.